Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the insertion section while the user was handling the device, which damaged the charge-coupled device (ccd) cable, and caused distortion of the image as well as a black out during angulation. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had image problem. Inspection and testing of the returned device found the image was disoriented and turned black when angulating. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end rubber glue was peeling. The image was disoriented and turned black when angulating. Unable to test the switch/camera due to no image. The insertion tube was squashed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.